Event description:
It was reported that: "the pt started having pain and issues with flexion as well as going up stairs and getting up from a sitting position most severely in (B)(6) 2012. She is having constant pain and difficulty sleeping. She is scheduled for a revision on (B)(6) 2012." Additional info reported via sales rep (B)(6) 2012: it was reported that the pt had adverse local tissue reaction.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info (including x-rays and medical records) has been requested. Should additional info become available, the eval summary will be submitted in a supplemental report.